Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that the e360 ventilator was not ventilating and had a flow sensor error. It is unknown if there was patient involvement at the time of the reported event.